Manufacturer narrative:
The actual device was not available; however, the machine was evaluated on-site by a baxter qualified technician. The technician carried out a system self-test of the syringe pump without any problem detected. The review of the machine logs revealed the machine alarmed for low syringe pump force (t1298 alarm syringe force low) after a sudden decrease of the pressure within the extracorporeal circuit, which determined the content of the syringe to be drawn. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of inaccurate delivery was verified. The cause of the condition was determined to be related to use error and the improper locking of the syringe. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an excessive heparin bolus was delivered during continuous renal replacement therapy with a prismax machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.